Event description:
Customer contacted saalt on (B)(6) 2023 to say that they were struggling to remove their saalt disc. They said it had been inserted for 24 hours at the time they chose to contact us. They texted saalt's on call help line. They said they were struggling to even reach their disc and could not feel it when they inserted their fingers to locate the disc. Saalt provided removal tips (which are located in the IFU) and asked the customer to try the tips. Later on that day, the customer said they were still struggling and that they would continue practicing. Saalt followed up with the customer on sunday on (B)(6) 2023 and asked the customer if they were able to remove their cup. The customer responded on wednesday on (B)(6) 2023 saying that they chose to seek medical assistance to have their cup removed because they were still unable to remove it on their own. Saalt followed up with additional questions about the customer's experience and offered a replacement or refund. Customer responded on (B)(6) 2023 with the information saalt requested and provided their address, their disc type, their removal attempts and what resources they sought out. They said they sttempted to remove their disc after it had been inserted for 7 hours. In total, they said their disc was inserted for 5 days before it was removed by a medical professional. Saalt sent a pair of saalt wear period underwear as a replacement for the disc. Saalt documented the information in the case file. No further investigation required. Instructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.